Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn : m365sc2317500. Model: sc-8336-50. Serial: (B)(4). Batch: 20227307.

Event description:
It was reported that the patient had a non-device related procedure that caused lead fractured. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.